Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there were multiple scraped scratches on the inside of the instrument channel from the distal end to 90 to 120 mm. -as a result of the leakage test, bubbles were generated at multiple points from the vicinity of the scratch 90 to 120 mm from the distal end inside the instrument channel, and water leaked. It is possible that the clip was caught on the inner surface of the instrument channel by inserting and removing it with the tip open while inserting the clip inside the instrument channel. In addition, it is possible that the clip inside the instrument channel could not be removed by brushing because the clip was pushed in and bite into it due to brushing during reprocessing in that state. However, the exact cause of the reported event could not be conclusively determined, because the clip had already been removed from inside the instrument channel. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The user facility requested an investigation into the device for abnormalities and an investigation into the cause of the reported event. The user facility reported that no abnormalities were found in the channel cleaning brush bw-20t used for precleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user withdrew the device from the patient and checked it because the suction function did not work during colonoscopy with the device, and found that the instrument channel was clogged with the bullet part of the clip used in the previous day's procedure. The user removed the clip from the instrument channel after withdrawing the device and reinserted the device into the patient. The user completed the procedure with the device. There was no report of patient injury associated with the event. In addition, in the procedure using the clip performed the day before, the user could not clip, so the forceps were withdrawn as it was. At that time, the user was unconfirmed whether the clip was removed together with the applicator. At the user facility, after brushing with the olympus channel cleaning brush bw-20t for precleaning, a high level disinfection had been performed with an olympus automated endoscope reprocessor model oer-4. In addition, the user facility had reprocessed the device according to the instructions in the instruction manual.